Manufacturer narrative:
Device remains implanted in the patient.

Event description:
It was reported that the blade of an aero c cage broke off and translated posteriorly at c3 post-operatively. There were no reported adverse consequences at this time. Revision surgery has not been scheduled.

Manufacturer narrative:
Visual, dimensional, functional, and material analysis could not be performed as the device remains implanted in the patient. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. The initial surgery was performed in (B)(6) 2019 and spanned 3 levels. The patient did not experience any external trauma and had normal post-operative activity. The reporting stryker sales representative confirmed that fusion had been achieved. These implants are temporary fixation device until fusion is achieved. Since fusion was achieved, the implant had served its intended purpose. The most likely cause of the reported event is fatigue over time.

Event description:
It was reported that the blade of an aero c cage broke off and translated posteriorly at c3 post-operatively. There were no reported adverse consequences at this time. Revision surgery has not been conducted nor scheduled.